Event description:
During the procedure the physician pushed the spinnaker elite flow directed catheter 1.8 f-s with hydrolene into the internal carotid artery without any difficulties. When the catheter was flushed with a syringe and normal saline, it was noted that the catheter leaked. The catheter was pulled back and another was used. No complications were reported to have occurred with the pt during this event.